Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 595 mg/dl. The customer treated her high blood glucose with an insulin pen, boluses, and drinking water. She experienced unexplained high blood glucose levels for the past three days. The customer did not have high blood glucose symptoms. The customer changed her infusion set once a week. The device was not returned.